Manufacturer narrative:
A review of the mfg. Lot build database for the four potential lot# was performed. The results recorded lot# 3235901 (mfg. 04/2016) (B)(4) units; lot# 3251288 (mfg. 05/2016) (B)(4) units; lot#3293932(mfg. 07/2016) (B)(4) units & lot# 3297239 (mfg. 08/2016) (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot builds. The involved dialysis tubing set-up devices and tego connector devices were discarded. The exact cause(s) of the reported events, product issues are unknown. Device(s) not returned.

Event description:
Int'l. ((B)(6)) complaint received concerning intermittent occurrences of leakage issues with use of unknown dialysis set-ups and d1000 tego connectors. The information received describes the issues as follows " leaking blood post application to the ends of the central venous access device or supercath device, leaking air into the hemodialysis machine.." The tego devices were removed, replaced & discarded. There were no reported adverse patient outcomes. Additional event / usage information although requested was not available.